Event description:
It was reported by (B)(6), that the customer is alleging that the mattress is reported to have fluid ingress. There was no pt involvement or adverse consequences reported.

Manufacturer narrative:
Result - mattress. MFR's investigation is ongoing, if add'l info is received, a f/u report may be submitted.